Manufacturer narrative:
The customer¿s report of the pcu alarming for a system error code 121.2002 was confirmed and replicated during the investigation. Results from a log analysis confirmed the error code 121.2000.2 occurring on (B)(6) 2019 at 5:29:57 am. The reported system error was recreated in lab testing by switching between ac and dc power on an hourly basis utilizing a power cycler as the lab pump module continued to infuse. Temporarily replacing the 24v switching power supply resulted in the pcu running for over 24 hours without producing a system error, indicative of a faulty switching power supply. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that during generator test when switching back to normal power, pcu malfunctioned. Staff cycled power and continued using on the patient. Error code: (B)(4).

Event description:
It was reported that during generator test when switching back to normal power, pcu malfunctioned. Staff cycled power and continued using on the patient. Error code: 121.2000.2, failure=comm_failure; severity=runtime_fatal_severity_trigger_wdt; subsystem=psp_comm_ss; field1=3; field2=0. There was no harm.

Manufacturer narrative:
The customer¿s report of the pcu alarming for a system error code 121.2002 was confirmed and replicated during the investigation. Results from a log analysis confirmed the error code 121.2000.2 occurring on (B)(6) 2019 at 5:29:57 am the reported system error was recreated in lab testing by switching between ac and dc power on an hourly basis utilizing a power cycler as the lab pump module continued to infuse. Temporarily replacing the 24v switching power supply resulted in the pcu running for over 24 hours without producing a system error, indicative of a faulty switching power supply. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.